Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of the lip trauma was repaired initially? Where was the suture applied on the lip? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How the suture was initially tied? What suture technique was used during initial suturing and re-do surgery? Did the operating surgeon observe any suture deficiency or anomaly before or during. The initial suture placement? Was there any precipitating stress factor for the suture breakage 1st time? In what place the suture broke first time? Was there any precipitating stress factor for the suture breakage 2nd time? Where was the replaced suture broke? Please specify what was a defect there? How was the skin flap managed? Please describe ¿repeated treatments¿ after 2nd time breakage? What is physician¿s opinion as to the etiology of or contributing factors to these events? Other relevant patient history/concomitant medications? What is the patient current status? Additionally, the single complaint was reported with multiple events. There are no additional details regarding the additional events. It was reported that ¿several suture threads with the same lot numbers are prone to be defective¿. Were these events reported previously? If yes, please provide pc numbers. If not, please create additional files to capture each additional event for each one patient involved? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse event regarding 1 st suture breakage post-op and re-suturing was submitted via 2210968-2020-05451. Device event regarding 2nd suture breakage post-op and discomfort was submitted via 2210968-2020-05452.

Event description:
It was reported that the patient underwent a surgery for lip trauma on (B)(6) 2020 and the suture was used as a single suture. Shortly after having left the clinic the patient returned as the suture has come out, broke. A new anesthetic and a new suture were administered, this time with extra attention to tightening. Soon after the patient returns home they call the clinic because the suture has come out again. Patient was requested to contact primary care for possible referral to the ER, since the injury is at the transition between the inner and outer lip. The decision was a spontaneous healing without suture, despite that a flap can easily be pulled away from the wound. Patient is thereby impacted by repeated treatments without the desired result. It is unknown whether lack of suture will have long term consequence. The patient exposed to needless discomfort. Additional information has been requested.

Manufacturer narrative:
Additional information was requested, and the following was obtained: what type of the lip trauma was repaired initially? - lip trauma, internal and external, probably caused by a fall when the patients teeth break the lip. Where was the suture applied on the lip? - we are talking about lip trauma. What suture technique was used during initial suturing and re-do surgery? - interrupted did the operating surgeon observe any suture deficiency or anomaly before or during the initial suture placement? - probably not, as no steps were taken. Was there any precipitating stress factor for the suture breakage 1st time? ¿ obviously, the kid may have been touching the suture with his tongue. Was there any precipitating stress factor for the suture breakage 2nd time? - see above. Please specify what was a defect there? - the stitch fell off. How was the skin flap managed? - finally with spontaneous healing. What is physician¿s opinion as to the etiology of or contributing factors to these events? - they question the condition of the suture, as the suture was yellowish and brittle. Other relevant patient history/concomitant medications? Irrelevant. Additionally: it was reported that ¿several suture threads with the same lot numbers are prone to be defective¿. Were these events reported previously? If yes, please provide pc numbers. If not, please create additional files to capture each additional event for each one patient involved? - not to my knowledge. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how the suture was initially tied? Please describe ¿repeated treatments¿ after 2nd time breakage? Where was the replaced suture broke? What is the patient current status? It was reported that ¿several suture threads with the same lot numbers are prone to be defective. Are these samples available for product analysis? Attempts are being made to clarify additional information received. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any deficiency observed on the suture packages prior to use? Where and how the suture packages were stored prior to use on the patient? Were the suture packages re-sterilized prior to use? Please clarify when was the suture observed yellowish prior to use, during use or after? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/28/2020. Additional information was requested, and the following was obtained: was there any deficiency observed on the suture packages prior to use? The deficiency was first noted after the second breakage, when the reporter opened several foils for checking. Were the suture packages re-sterilized prior to use? This is not a custom in the nordics please clarify when was the suture observed yellowish prior to use, during use or post-op? The hcp¿s became aware of this after the second breakage, when they opened several foils to see if there are any problems with the sutures. I believe that during the procedures the sutures are just handed to the doctor armed in a needleholder, and the doctor has just started to suture without paying any attention to the appearance of the suture. The following information was requested, but unavailable: what was the appearance and condition of the suture post-op after 1st and 2nd breakages? Where and how the suture packages were stored prior to use on the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/28/2020. Additional h-3 summary: it was received for analysis an unopened sample of product. During the visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged, unusual color or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.